Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER with crosstalk. Programming changes were suggested. Further actions will be discusses with the physician.